Manufacturer narrative:
The samples were sera that were centrifuged for 10 minutes at 3000 g. The samples were aspirated from the primary tubes for analysis. During the troubleshooting the customer stated to bci field service engineer that the sample in question contained fibrin strands. System check on the instrument was acceptable. Service was not dispatched for this event. The presence of fibrin in the original sample is the likely root cause for this event. Assisted troubleshooting.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result above the ami cutoff generated by unicel dxc 600i access 2 immunoassay system for one patient's sample. The result was reported out of the laboratory and was questioned by a physician after a subsequent sample resulted in the normal reference range. Repeat testing on the original sample produced a result within the normal reference range. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.